Event description:
It was reported that 4 smartsite needle-free connectors experienced flow issues, and were clogged/blocked/occluded. The following information was provided by the initial reporter: we are having to discard multiple bungs as they are unable to be flushed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 6/14/2021. D.4. Medical device lot#: 20116579. D.4. Medical device expiration date: 11/24/2023. H.4. Device manufacture date: 11/24/2020. H.6. Investigation: five 2000e-04 samples from lot: 20116579 were received in opened packaging for investigation. No connecting product was returned to assist the investigation. No further information was available to assist the investigation in this instance. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the returned samples; in each instance no flow restrictions or occlusion was observed. A review of the production records for lot: 20116579 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 10885403480928 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 smartsite needle-free connectors experienced flow issues, and were clogged/blocked/occluded. The following information was provided by the initial reporter: we are having to discard multiple bungs as they are unable to be flushed.